Event description:
A report was received that the patient had loss of stimulation. It was noted that the percutaneous lead had high impedance, and it was also believed that there was something wrong with the splitter. The patient underwent a revision procedure wherein the lead was broken and was replaced; the splitter was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient had loss of stimulation. It was noted that the percutaneous lead had high impedance, and it was also believed that there was something wrong with the splitter. The patient underwent a revision procedure wherein the lead was broken and was replaced; the splitter was explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 sn (B)(4): the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 sn (B)(4): the complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics.